Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices procedure performed on (B)(6) 2021. During the procedure, the third ring of the device could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6). Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation result: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was received with the device and the handle was not returned. It was also noted that the ligator head teeth were damaged. The suture hole did not present any issues. Additionally, the ligator returned with five bands attached to the ligator head and they were moved out from their original position and overlapped. No other problems were noted with the device. The reported event was confirmed. The overlapped bands and moved from their position indicates a deployment failure, this could be related to the ligator head teeth damaged/bent, this observed damage could be caused by user manipulation and/or some extra tension applied to the whole device, once the teeth were damaged/bent the suture thread could have experimented difficulties to release the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2021. During the procedure, the third ring of the device could not be deployed. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.